Event description:
It was reported that the pt would "bump things" with the pump when doing mechanical and physical work. The pt stated that the pump "was almost falling out of body" and was removed; date of the explant was unk. The pt stated that the pump "saved his life" and desired another pump to replace the previous one. The medication being delivered via the device system was not reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).